Event description:
Noted skin sloughing on left shoulder during procedure. At first thought it was as result of medical etiology as this problem had not occurred previously in any other cases. It was not until another event -will be reported on a second case a month later- that rptr was able to relate this less than 1% area of burn to the device that was being used in this case.